Event description:
It was reported the user received a burn. Our inspection revealed no evidence of excessive heat, although several of the internal components had been damaged by misuse. Our testing established that the unit performed within specifications. The customer requested a refund and enclosed a receipt for a 2006 purchase. However, this unit is more than eight years old and could not have been the item referenced on the receipt.